Event description:
It was reported that a spectrum infusion pump displayed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through the history log and caused by a failed component on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.